Manufacturer narrative:
Follow-up # 1 ¿ (07/09/2014). The lay user/patient¿s meter has been returned on 06/10/14 and evaluated by lifescan product analysis on 07/07/14 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on 05/30/2014 at 6:30 a. M. The patient manages her diabetes with an insulin pimp and stated she took a decreased dose of insulin (novalog, 35 units) in response to the alleged issue. The patient stated, 7 hours after the alleged issue occurred, she developed ¿nausea¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.